Manufacturer narrative:
The device has not been returned to the manufacturer for an investigation. A follow up report will be made if the product is returned, and if the investigation requires.

Event description:
At the end of a cervical discectomy procedure, the probe broke. It was removed with forceps. It was further reported that this did not cause any delay and that the physician considered the procedure complete.